Event description:
Customer reported a problem with his lancing device and because of that his "blood sugar went low during the time that his lancing device would not fire". During the event, he experienced a "little confusion". As he was not able to check his low blood sugar level, he called the paramedics who gave him some "orange juice with added sugar". No medication at that time was required according to the report.

Manufacturer narrative:
If the lancing device returns for further investigation, a follow up report will be filed.